Event description:
It was reported that during the procedure the subject balloon was getting deflated and was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received stated that the subject balloon leaked during preparation.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was maintained, patient involvement was not noted and a guidewire device was used in the procedure in conjunction with the subject device. Leakage was noted during preparation, at the side of the balloon. It is most likely unintentional rough handling of the device during preparation and set up that caused the reported event, but as the device was not returned for investigation this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events ¿balloon leaked during preparation¿ and ¿balloon difficult to inflate¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject balloon was getting deflated and was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.